Event description:
It was reported that low defibrillation impedance and an over current detection (ocd) alert was observed on the device. The physician alleged a device malfunction. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.